Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1198 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC line was placed but needed repositioning. Upon reposition attempt, did not easily withdraw (met slight resistance). Upon withdrawal, the PICC line internal stiffening wire had 2 bent areas. What type of catheter securement was utilized? Stat lock. Placement date: (B)(6) 2022.